Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing confirmed the reported event.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.